Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient¿s cgm was alerting her to ¿low readings¿ (no specific values reported). No bg meter comparison value was reported. The patient was wearing an unspecified brand of insulin pump. The patient self-treated by eating ¿a bunch of sugar¿. Despite treatment, the patient¿s cgm continued to provide unspecified low readings. She also began to experience an upset stomach, had a burning sensation, headache, dizziness, and increased thirst. Emergency medical services (ems) was called and when they arrived, the patient¿s bg meter reading was 600 mg/dl. The patient¿s blood pressure and heart rate were also elevated. The patient¿s cgm was not checked at this time. She was transported to the emergency room (ER) where she was admitted to the hospital. By this time, the patient had begun vomiting. The patient¿s cgm was reading low mg/dl while her bg level was 830 mg/dl. The patient was treated with IV fluids and insulin injections. The patient was discharged home after being in the hospital for less than 24 hours. The patient was feeling fatigued at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the ER, the reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.